Event description:
It was reported that the user experienced hyperglycemia while snacking, with a highest blood glucose of 226 mg/dl, and an ilet high alert occurred; the caller inquired about announcing a snack, and was advised to announce only if the snack carbohydrates were at least equal to the smallest ¿less than¿ meal announcement amount, with reliance on the correction algorithm for smaller snacks. Symptoms included none reported. Outcomes included no need for external assistance and no medical intervention. Investigation included troubleshooting and education on snack announcement use and reliance on the correction algorithm for smaller carbohydrate intake. Investigation of this case revealed no device malfunction, and the event was attributed to snacking leading to elevated glucose with the correction algorithm engaged. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.